Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The same day as event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (for 12 days) for the event. Two days after hospital admission, the patient was discharged. At the time of this report, the patient outcome was not reported. D therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.